Manufacturer narrative:
The failure for heat was confirmed through disassembly and visual inspection. Through visual inspection, the set screw for the spindle housing/drive shaft was confirmed to be damaged/worn.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill had smoke that came off from the device. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.